Event description:
It was reported that noise reversion was detected on the atrial channel while the device was programmed to vvi mode. Programming changes were implemented. No further information was available.